Event description:
Customer's diabetes therapy consultant reported via email that the customer was hospitalized for low blood glucose levels. Her blood glucose value at time of incident was 28 mg/dl. Customer stated that she forgot to eat and her blood glucose dropped. Customer was advised via voicemail to call back at her earliest convenience for further details of her hospitalization. No products have been returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).